Event description:
It was reported that a review of remote transmission revealed an alert for atrial lead noise, resulting in an inappropriate mode switch. There were no adverse health consequences to the patient. Unknown if an intervention was performed.